Event description:
Device malfunction: incomplete sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of a femoral artery after a diagnostic procedure. During the thumb advancer step, the sheath did not split completely. The vessel locator wings were in the deployed position. There was no resistance reported and the clip was not deployed. The device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects and no additional information provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.